Event description:
It was reported that the ilet pump could not charge despite use of a replacement charger and 10 hours on the charger, and the device was replaced; the problem was characterized as premature battery discharge involving the battery component. Customer care provided support that included replacement logistics. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Device evaluation details: the customer complaint was confirmed and duplicated. The device was placed on a charging pad; the device did not power on. For further investigation, the device was opened. Fluid ingress residue was observed on the inside of the housing. Due to fluid ingress the device will need to be scrapped. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.